Manufacturer narrative:
One opened probe was received with no tip protector, in a tray with other items, for the report. The returned sample was visually inspected and found to be non-conforming with the needle assembly detached from the probe assembly and not returned. The inner cutter was severely bent. The probe was disassembled and the components inspected. No/minimal wear was observed on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Photos of the pak label and product were reviewed by the investigation site. The product and lot information seen matches what was reported. The photos of the product confirm the reported event of the disassembled tip. A review of the device history record traceable to the lot number obtained from the device¿s radiofrequency identification (rfid) tag indicates that the product was processed and released according to the product¿s acceptance criteria. The complaint evaluation confirms that the needle was detached from the rest of the probe assembly. The needle assembly was not returned and the event was reported to have occurred during surgery. Therefore, the exact root cause of the detached needle assembly cannot be determined from this evaluation. The most likely root cause of the detachment, as well as the bent inner cutter, is handling at any point after the probe was shipped from the manufacturing site, including use during surgery. An exact root cause for the detached needle assembly and the bent inner cutter was not determined from this evaluation, therefore, no specific action with regard to this complaint was taken. Probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the tip of cutter's probe disassembled during vitrectomy surgery and became embedded in the patient's retina, which was removed from same surgery. The patient's condition was on monitor.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).